Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the adc device and self-treated with insulin. As a result, the customer experienced "feeling weak, a little lightheaded, getting stressed out" and was unable to self-treat. The customer went to the emergency room and reported receiving high readings with a sensor scan in comparison to readings obtained on the healthcare professional meter. It was reported that customer received a reading of 180 mg/dl with the sensor and a reading of 56 mg/dl with the hcp meter, within 10 minutes of each other. The results when plotted on a parkes error grid fall into the c zone, showing the difference in values to be clinically significant. The hcp provided the customer with graham crackers and orange juice box as treatment to raise glucose levels. No further treatment was reported. There was no report of death, serious injury, or mistreatment associated with this event.